Event description:
It was reported that within a day of implant, the right ventricular lead dislodged and was unable to be repositioned with acceptable values. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed) and the inner insulation and tubing were both kinked/buckled. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched and exhibited apparent explant damage.